Manufacturer narrative:
(B)(4).

Event description:
The complaint states that intermittent audio output was reported. No product was provided for investigation. Data was received but does not reflect the alleged device. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.